Manufacturer narrative:
Investigation in process.

Event description:
It was reported that patient underwent a knee revision for tibiofemoral instability. The femoral component is a zimmer biomet design controlled part. The only zimmer biomet (B)(4) designed controlled part is the tm monoblock tibia.

Manufacturer narrative:
It was found that the tm monoblock tibia was implanted on (B)(6) 2012 using the surgical technique (as was reported). The knee was revised to a zimmer biomet rhk on (B)(6) 2017 (approx. 5 years later) due to instability. The tm monoblock tibia was discarded by the hospital and therefore not available for this investigation. The mating femoral component was found to be compatible with the tibial component. An engineering review of the a/p and m/l x-rays found an intact tibial component, potentially slightly undersized with respect to the resected native tibia and/or biased laterally to the point where the lateral hex peg of the tibial component appears to be contacting the metaphyseal cortex. The position of the femoral component (not the subject of this complaint) appears to follow suit, i.e., the entire knee appears to be biased laterally. The clinical significance of this and its relationship to the instability of the knee is beyond the scope of this engineering investigation. Should additional information become available, this investigation can be re-opened.